Event description:
Event description cpi received information that during routine follow-up, the physician could not interrogate or elicit tones with a magnet on this implantable cardioverter defibrillator (ICD).the physician elected to explant the ICD.